Event description:
Customer reported receiving error icon messages on his locked freestyle meter. These messages are an indication the meter may have exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation upon returned meter. Memory overwrite was observed. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.